Event description:
Customer reported that she experienced the no delivery alarms. Due to this issue, she started to use her older insulin pump. Advised customer to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.